Event description:
A report was received that the patient would undergo a pocket revision due to pocket pain. The patient had lost weight, not device related, and the pocket had become shallow.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket pain. The patient had lost weight, not device related, and the pocket had become shallow.

Manufacturer narrative:
Additional information revealed that the patient's ipg was successfully explanted. The patient is reportedly doing well following the procedure. The returned product analysis concluded that the ipg was successfully charged to full without any issues. However, the charge profile reveals that the patient has had difficulty charging ipg throughout the implant period. The device was confirmed to be shallow by the physician, which was the reason for the explant. The device passed all the required functional tests.